Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and enviromentsal stress testing, and connector diminsional analysis. Normal pacer operation was observed. The unit operating within new pacer specifications.

Event description:
The device was implanted with another lead (4512-53-0001794v) on 5/27/04. When doing a follow-up check on 10/4/96, oversensing and pacing failure were observed, and dr decided to replace both the pacer and lead. After explant, the dr decicded that the cause of the failure was due to the damage of the inner lead insulaiton, but he requested analysis on pacer.